Manufacturer narrative:
The event of lymphoma , alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma , alcl - suspected.

Event description:
Patient reported on behalf of another patient "even today I saw the report of a patient who had lymphoma because of the allergan prostheses." Pathological markers were not reported. The device status is unknown. This is for an unknown side.

Manufacturer narrative:
The event of lymphoma, alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma, alcl - suspected.

Event description:
Patient reported on behalf of another patient "even today I saw the report of a patient who had lymphoma because of the allergan prostheses." Pathological markers were not reported. The device status is unknown. This is for an unknown side.